Manufacturer narrative:
Batch review performed on 25 april 2022: lot 103136: (B)(4) items manufactured and released on 08-nov-2010. Expiration date: 2015-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-jan-2018. Additional implant involved: gmk-primary 02.07.0412fuc tibial insert uc fixed size 4 / 12 mm (k090988) lot. 091786. Batch review performed on 25 april 2022: lot 091786: (B)(4) items manufactured and released on 07-aug-2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-jan-2018.

Event description:
The patient came in reporting pain and the cause is unknown. At 11 years and 5 months post primary the surgeon revised the femur and poly. The surgery was completed successfully.